Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy did not automatically turn off once patient completed cooling and took a long time to get to targeted temperature (tt) in an arctic sun device. Per additional information updated from ttm on 29dec2025, biomed stated the device was sent down from nurses with a message stating that the therapy did not turn off when the patient was finished cooling and that it took too long to cool the patient. Noted the engineers would likely want to download the data file so that they could review it. Asked to have device powered on and transferred for assistance.

Event description:
It was reported that the therapy did not automatically turn off once patient completed cooling and took a long time to get to targeted temperature (tt) in an arctic sun device. Per additional information updated from ttm on 29dec2025, biomed stated the device was sent down from nurses with a message stating that the therapy did not turn off when the patient was finished cooling and that it took too long to cool the patient. Noted the engineers would likely want to download the data file so that they could review it. Asked to have device powered on and transferred for assistance.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun's case data file was reviewed. The data indicates a steady trend at the initiation of therapy. Therapy started on (B)(6) 2025 with the primary and secondary outlet water temperature being on par or closely to target temperature water outlet. However, on (B)(6) 2025 at 05:37 to 05:47 the device alarmed 105 (cooling end low priority alarm), the cooling timer has reached the end of its set duration and rewarming begins in hypothermia settings is set to manually. The device maintained a patient temperature and target temperature at this time and through the end of therapy. Biomed stated the device was sent down from nurses with a message stating that the therapy did not turn off when the patient was finished cooling and that it took too long to cool the patient. Noted the engineers would likely want to download the data file so that they could review it. Asked to have device powered on and transferred for assistance. It was reported that once patient completed cooling and took a long time to get to targeted temperature (tt) in an arctic sun device. Biomed stated the device was sent down from nurses with a message stating that the therapy did not turn off when the patient was finished cooling and that it took too long to cool the patient. Noted the engineers would likely want to download the data file so that they could review it. Asked to have device powered on and transferred for assistance. The instructions for use under are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.